Manufacturer narrative:
The monitor was returned to the factory for evaluation. Datascope's national repair center determined that the power supply (0014-00-0028), and line battery board (0670-00-0656) had evidence of heat-related damage. During a conversation with candy beck of datascope quality engineering, on november 4, rep of c & d technologies (the power supply vendor) advised that there are no hazardous chemicals in the power supply, and there is no danger of hazards from the smoke.

Event description:
The customer reported that while the unit was in use, monitoring a patient, the monitor emitted smoke from the front panel. The monitor was disconnected from the patient. No patient injury was reported. Two health care practitioners who came into contact with the smoke reported experiencing headache (director of nursing) and coughing (administrator) after inhaling the smoke. Reporter stated that she had experienced a burning sensation in her respiratory tract.